Event description:
The customer's daughter reported that the customer was recently hospitalized with a blood glucose level over 600 mg/dl. The customer's daughter stated that the customer had hyperglycemia and was treated with insulin. The customer's daughter was unable to troubleshoot at the time of the call. The customer's daughter will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.